Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the latter part of an ablation procedure with an intellanav stablepoint catheter, there was a leak in the catheter. The procedure was completed with this device and without any patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The intellanav stablepoint catheter was returned to boston scientific for analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Functional testing was performed with the catheter attached to an external pump to determine saline flow. The flow was consistent and free of particulates during testing. Laboratory analysis was unable to confirm the reported clinical observations; the catheter passed all relevant testing.

Event description:
It was reported that during the latter part of an ablation procedure with an intellanav stablepoint catheter, there was a leak in the catheter. The procedure was completed with this device and without any patient complications. The catheter has been returned for laboratory analysis.